Event description:
It was reported that, "tibial component subsided. Surgeon would like to rule out oxidation of poly insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.